Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
As stated by the customer 2010-(B)(6): while transferring the resident into the bath, a clip broke on the sling. The caregivers were able to break the patient's fall by catching him. No injuries were sustained. (B)(4).